Manufacturer narrative:
The patient's cause of death is unknown, however it is unlikely related to the device or procedure since it was approximately 16-months post the index procedure. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. It is unlikely that the paclitaxel drug caused or contributed to the death since the patient expired approximately 16-months post the index procedure. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2014, the patient underwent an index procedure of a 50 mm, 100% stenotic de novo lesion of the distal sfa. The lesion was pre-dilated using a 3 x 40 mm pta balloon and inflated to 12 atm, resulting in residual 70% stenosis. Then, a 4 x 80 mm stellarex balloon was inflated to 18 atm for 2 minutes, resulting in a residual 10% stenosis. During the same procedure, a 120 mm, 100% stenotic de novo lesion of the distal popliteal was treated. The lesion was pre-dilated using a 3 x 40 mm pta balloon and inflated to 12 atm, resulting in residual 70% stenosis. Then, a 4 x 120 mm stellarex balloon was inflated to 16 atm for 2 minutes, resulting in residual 10% stenosis. No complications reported, the patient was discharged per plan. On (B)(6) 2016, the patient expired. The patient was on dialysis, however the cause of death remains unknown.